Event description:
It was reported that the right ventricular lead exhibited high, out of range, high voltage lead impedance. The lead was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, after the procedure.